Event description:
The health care professional reported that the pt "is currently in the hospital for return of symptoms" due to a lack of therapeutic effect. An x-ray was taken but no results were reported. No add'l info was provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).